Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient has been refusing to wear his device for a while now (it is not clear how long), because he complains of a 'ringing' sound and says the device doesn't work. Testing has been unremarkable until 2006, when 2 electrode channels with 'hi' were revealed. He was seen in 2007, for testing and programming. It was seen at that time that all electrode channels had 'hi' status on all channels except 5 + 6 (impedance read > for both) with the ground electrode status being undeterminable. There is no knowledge of a hit or bump to the head and no change in medical status reported. A recent CT scan shows the device to be in place.